Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was found to be implanted in the anterior and the physician thought that the patient was not receiving full device benefit. This lead was surgically abandoned. No additional adverse patient effects were reported.